Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the device history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that during a glaucoma filtration device (gfd) implantation procedure, the surgeon was unable to secure an adequate amount of aqueous humor flow caused by the inner space of the gfd being clogged. Bleeding was confirmed, but the causal relationship is unknown. The surgery was completed. The gfd was removed. Additional information was received that the procedure was converted to a trabeculectomy.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient's intraocular pressure decreased and the patient showed favorable progress. The information provided indicates that the patient was hospitalized.

Manufacturer narrative:
Evaluation summary: 2. The following findings were obtained during investigation of the returned product: during initial inner illumination test, blockage of the lumen was found, the complaint confirmed. After device cleaning the blockage was partially removed. Light passed through both sides of the restriction unit. Visual inspection after cutting the shunt: the restriction unit wire is centered, no welding penetrations are identified. Therefore, there is no indication for a manufacturing related factors that could cause the blockage. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no similar incidents for the same lot. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during the clinical procedure. The blockage does not seem to be product related since after cleaning/ cutting the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).

Event description:
Additional information was provided that the patient was hospitalized for 7 days.